Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed but did not replicate the customer reported complaint. Failure analysis found the primary finding of unclamping failure to be related to the customer reported complaint. The instrument was found to have an unclamp failure based on log review but was not replicated in-house. The stapler was tested and error message "instrument could not be used" appeared. The rfid editor was used to over write the error. The stapler was then re- tested, initialization passed, clamped, fired, and unclamped without any issue. The root cause is not determinable/applicable. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of system logs for system sl0069 with a procedure date of (B)(6) 2021, confirmed a sureform stapler 45 (pn# 480445-04 /lot# l90210308-0168) was exchanged with another sureform stapler 45 (pn# 480445-04 / lot # l90210308-0164) during this procedure. The instrument has maximum 12 uses. The alleged event occurred on the 2nd use of the instrument. There were 10 more uses remaining. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system error 22030. A sureform 45 stapler (pn# 480445-04 / lot # l90210308-0168) failed in its operation on universal surgical manipulator (usm3). Failure mode was unclamping failure or drivetrain failure. This complaint is being reported due to the following conclusion: it was alleged that the sureform stapler failed to release/unclamp with no evidence or claim of mishandling or misuse. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the sureform 45 stapler instrument did not release completely and could no longer be used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up to attempt to obtain additional information. However, no further information has been received as of the date of this report.